Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio inr: 2.4, lab inr: 1.9. Sample used on meter was from venous blood. Pt self tester's therapeutic range is 2.0 - 3.0.

Manufacturer narrative:
Investigation pending.